Event description:
.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic visual inspection was unremarkable for any lead issues. Resistance and pressure testing was performed to assess the electrical continuity and insulation integrity of the lead. All measurements were within normal limits. Final analysis was unable to confirm the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting failure to capture despite maximum device outputs. A revision procedure was performed and the lead was removed from service and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was subsequently returned for testing and this product issue will be updated when evaluation is complete.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.